Manufacturer narrative:
A.2 - a.6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This is one of two related reports. This report represents the pump and the other report represents the automated impella controller. Refer to section h.10 for the related report number.

Event description:
The complainant reported that they suspected a potential for pump stop and retrograde flow during impella cp support. After the impella cp was placed and started, the automated impella controller (aic) alarmed for pump stop and retrograde flow. As a result, the impella cp was replaced and used on another aic. The patient was reported to be in stable condition.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Pump stop/retrograde flow: data log review showed that upon the first connection of the pump, the signal not reliable (snr) was below the minimum, due to an airgap based on the optical signal metrics. The pump was disconnected and reconnected as reported, however, the user disconnected again quickly at this point while the pump was still being initialized. Because the pump was disconnected while the pump was being initialized and the epm/opm were attempting to communicate, it stopped all further communication, including when the pump was reconnected. Since optical communication was stopped, snr was never calculated. After the pump was started and run for a period of time on the third connection, the user dropped the pump to p-0 manually and disconnected, but the console never recognized the disconnection because snr was not being calculated, and therefore, it couldn't drop below the minimum value to indicate that a pump was disconnected. 10 seconds later, when the user was attempting to shut down the console to troubleshoot, the "impella stopped. Retrograde flow." Alarm triggered and the console wouldn't allow the user to shutdown or start a new case since it believed a pump was still connected. The returned pump was investigated and passed electrical testing of the motor cables and all optical signal 5s parameters were within specification. When connecting the pump to a console, there were no issues with the optical signal nor starting, stopping, or disconnecting the pump. Based on the clinical details provided and review of data logs, the cause of the "impella stopped. Retrograde flow." Alarm was determined to be caused by the console. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.